Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. The problem code 2923 captures the reportable investigation results of wire anchor dislodged. Block h10: visual examination of the returned device revealed that the cutting wire was broken and blackened, and the wire anchor was dislodged. In addition, the working length in the distal section was split/torn. The analysis of the returned device revealed that the cutting wire was broken and blackened, and the wire anchor was dislodged. It is most likely that a peak of voltage could have caused the failures noted. Additionally, the received device has the working length split/torn in the distal section, which is evidence that the cutting wire anchor slipped out, causing the catheter to split/tear. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during a papillotomy procedure. According to the complainant, during the procedure, it was noticed that the cutting wire broke inside the patient. A second autotome rx 44 was used; however, same issue happened. Reportedly, the cutting wire of the two devices detached inside the patient and were retrieved successfully using forceps. The procedure was completed with a third autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during a papillotomy procedure. According to the complainant, during the procedure, it was noticed that the cutting wire broke inside the patient. A second autotome rx 44 was used; however, same issue happened. Reportedly, the cutting wire of the two devices detached inside the patient and were retrieved successfully using forceps. The procedure was completed with a third autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.